Event description:
Sequence of events. Inserts a peripheral venous catheter on a patient and discovers that the catheter is not secured. What was the consequence for the patient/user? Could have caused death or serious deterioration of health. More detailed description of consequences for the patient/user risk of infection in case of stabbing injury. Probable cause(s): lack of quality control. The adverse event incident could have been avoided by the following : design (change in the design of the product). Measures taken and/or planned : raise this at the workplace meeting and inform staff about risks. Has your organization identified other sarima-type products with similar deficiencies? I don't know. Where is the product involved in the adverse event or incident located? Describe the location of the product involved in the adverse action/incident. = the product is discarded.

Manufacturer narrative:
No samples (including photos) were returned for the reported issue of ¿difficult insertion (interlink)¿ with lot number unknown regarding item # 391451, so retention sample were not used for the investigation. The device history review (DHR) of material number 391451 with lot number unknown was not checked. The investigation and simulation were not carried out on retention sample because lot # not reported in complaint. The exact root cause can only be determined if we receive the original sample. The root cause cannot be determined. The complaint cannot be investigated further. Complaints received for this device and reported condition will continue to be tracked and trended. If samples and lot details are received in the future the complaint will be reopened for further investigation.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd venflon catheter was damaged the following information was received by the initial reporter with the following verbatim: sequence of events inserts a peripheral venous catheter on a patient and discovers that the catheter is not secured. What was the consequence for the patient/user? Could have caused death or serious deterioration of health more detailed description of consequences for the patient/user risk of infection in case of stabbing injury. Probable cause(s): lack of quality control. The adverse event incident could have been avoided by the following : design (change in the design of the product).